Event description:
Patient with a history of aortic valve replacement with a mechanical valve approximately 13 years ago was recently found to have a paravalvular leak with severe aortic insufficiency. Cardiac catheterization demonstrated critical left anterior descending(lad)stenosis as well. Recently,the patient underwent placement of a mosaic ultra porcine heart valve. Notes from the operative report:"an aortotomy was performed distal to the previous aortotomy. The aortic valve was exposed. The valve was excised intact and the inside of the mechanical valve was excised and intact...all mobile tissues including the edges are sutures were removed as well. That aortic annulus was thoroughly irrigated using cold saline. The valve was sized and a 25 mm medtronic mosaic valve was found to be appropriate. Subannular pledgeted sutures were inserted and the mosaic valve was secured and epinephrine into the native annulus with the help of the sutures. The aortotomy was then closed using two layers of 4-0 prolene...once off bypass, the aortic valve was thoroughly evaluated. At that time, we noted patient had a significant aortic insufficiency with at least a moderate central jet in the valve. It is known the mosaic valve has been known to have a central aortic insufficiency. However, this was more than mild insufficiency with at least moderate ai that is 2-3+." Post valve placement, intraoperative transesphygeal echocardiogram (tee) revealed central jet of blood coming through when leaflets were closed. Moderate aortic insufficiency diagnosed by anesthesiology and confimred by a consult for a cardiologist to view echocardiogram. The valve was explanted and another valve was implanted.

Event description:
Patient with a history of aortic valve replacement with a mechanical valve approximately 13 years ago was recently found to have a paravalvular leak with severe aortic insufficiency. Cardiac catheterization demonstrated critical left anterior descending(lad)stenosis as well. Recently,the patient underwent placement of a mosaic ultra porcine heart valve. Notes from the operative report:"an aortotomy was performed distal to the previous aortotomy. The aortic valve was exposed. The valve was excised intact and the inside of the mechanical valve was excised and intact...all mobile tissues including the edges are sutures were removed as well. That aortic annulus was thoroughly irrigated using cold saline. The valve was sized and a 25 mm medtronic mosaic valve was found to be appropriate. Subannular pledgeted sutures were inserted and the mosaic valve was secured and epinephrine into the native annulus with the help of the sutures. The aortotomy was then closed using two layers of 4-0 prolene...once off bypass, the aortic valve was thoroughly evaluated. At that time, we noted patient had a significant aortic insufficiency with at least a moderate central jet in the valve. It is known the mosaic valve has been known to have a central aortic insufficiency. However, this was more than mild insufficiency with at least moderate ai that is 2-3+." Post valve placement, intraoperative transesphygeal echocardiogram (tee) revealed central jet of blood coming through when leaflets were closed. Moderate aortic insufficiency diagnosed by anesthesiology and confimred by a consult for a cardiologist to view echocardiogram. The valve was explanted and another valve was implanted.